Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 3x33mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, a 3x18mm xience prime stent was implanted to treat the dissection and another dissection occurred. A 3x15mm xience prime stent was implanted to treat the second dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.